Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the screen was dim despite the brightness level being set to 5. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when the issue was observed. There was no reported medical intervention or delay in therapy. No patient information was disclosed. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse replaced the user interface assembly to resolve the reported issue. The device passed the required performance verification tests per philips standard and was returned to service.